Manufacturer narrative:
Follow-up #1: date of submission 07/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: there were pump reboots following an occlusion (cs054) error observed in the black box (bb) on 05/11/2015. There were read fail errors also observed in the bb on 05/11/2015. Due to moisture contamination and a blank screen, the original no power complaint could not be fully investigated due to the inability to complete a 24 hour basal program. The pump case was removed and there was evidence of moisture contamination throughout the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.